Event description:
Account states they have been getting erratic sodium results intermittently. The incorrect results have not been reported. The field service rep found the ise vacuum nozzle was out of adjustment and repaired the instrument by adjusting the nozzle.